Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient has always had difficulty charging, and has never been able to charge the battery fully. Patient has already informed her managing hcp of this previously. Patient stated that the ins is dead because she hasn't been able to charge it for a long time. The last time patient was able to successfully charge the device was like two months ago. Patient also requested MRI guidelines. No symptoms were reported and no further complications were reported/anticipated.